Event description:
A nurse reports that following lasek surgery on the left eye with custom hyperopia/astigmatism, this pt was over corrected by 4 diopters at 11 days post-op. Limited pt records have been provided and indicate the pt was slightly over corrected in both eyes; however there was also a decrease in bcva for both eyes. Add'l info has been requested.